Event description:
It was reported that the fen location was incorrect on a size m6sct-cfn, shiley specialized single cannula cuffless, fenestrated device. The info rec'd was limited. There was no reported pt injury. The involved device was returned and submitted to the analytical lab for eval.